Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 implantable pulse generator (ipg) (B)(6) 2013 407452 implantable pacing lead (B)(6) 2013. (B)(4).